Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had no capture at max output. A revision procedure was performed, where the crt-d was explanted and replaced and the ra lead was surgically capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected, which verifies the inner dimensions of the lead barrels and terminal blocks of proper setscrew placement. The device was then exposed to simulated heart load conditions, where the pacing, defibrillation, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to reported loss of capture.